Event description:
The manufacturer received information alleging that during routine maintenance performed by the customer on an everflo device, it was discovered that an equipment's flow meter indicated a correct flow rate (5 l/min), but no actual flow was reaching the patient outlet. The equipment did not trigger an alarm. Further investigation by the customer revealed that the internal patient filter had split, causing a flow leak inside the device. The defective filter lacked a lot or batch number, as it had been replaced during earlier service. Upon checking storage, it was found that there were other filters found to be defective or partially coming apart. This poses a risk because patients may unknowingly receive inadequate flow. The issue may have persisted for a long time, as the affected filter had been in use for 1.5 years. No patient harm or injury was reported as the device was not in patient use at the time. Despite three good faith-effort attempts on 10/14/2025, 01/22/2026, and 02/18/2026 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.